Manufacturer narrative:
(B)(4). Correction: - lot #. Evaluation summary: the device was returned for evaluation and abbott vascular (av) confirmed the reported difficulty inserting a guide wire into the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history identified no other incidents from this lot. Further investigation was performed and av determined that the cause of the resistance was the seal valve was wedged in the support lumen. The investigation concluded that this not a systemic issue. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other prostar xl device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two prostar xl devices via a 16fr sheath was achieved in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, it was difficult to rewire the prostar xl devices with the 0.035 "j" tip guide wire to remove the prostar xl devices and place the sheath. After several attempts the guide wire was able to be advanced and the prostar xl devices were removed from the anatomy. With satisfactory procedure outcome, hemostasis was achieved with sutures of the prostar xl devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the final medwatch report, the following additional information was received. Hemostasis was achieved with an additional prostar xl device. No additional information was provided.